Event description:
It was reported that the battery of a customer's pump was not charging. During troubleshooting done by the distributor, the pump failed to start despite being plugged in with several different cables for over two hours. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.